Manufacturer narrative:
H3: a software analysis was initiated. The clinical export data file was thoroughly inspected. The log file was examined in order to inspect and understand procedure workflow. Fluoroscopic images were checked and 3d registration was attempted with the registration 3d marker images utilized during the operation on a mazor x r<(>&<)>d workstation. This was an open case and l1 and l2 are outside the operational range when using the schanz pin as a platform in open cases. Analysis reproduced the registration results. The registration was successful, resulted in green values for all vertebrae with no apparent shifts. A visual confirmation of l2 right screw was not provided (l2 right screw is not present in the post op image). As mentioned above, l1 and l2 are outside of the operational range, therefore l1 and l2 are mobile. From the report, l2 right has deviated laterally, which cannot be confirmed from the post-op image provided and l1 right has deviated superior. After reviewing all available information, analysis found that the operated level where the deviation occurred (l2 right) was outside the operational range (schanz screw in r psis in an open case). Using the system this way might compromise the stability of the system and may lead to deviations. No visual confirmation of the reported deviation could be performed, since the post-op image provided did not include l2 right screw. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that the trajectories were deviated less than 3.5 mm. There was no patient harm and the surgeon decided to leave the screws out. A cause or suspected cause was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that a revision case from l2-s1 was being done. Hardware was previously placed at l3 to l1. A schanz pin was placed in the psis and connected to the bone mount bridge to mount the surgical system to the patient. The surgeon instrumented l1, l2 and then s1 right. All k-wires were placed first and then screws were placed. Right l2 was found to have a lateral breach. The plan was adjusted and the surgical arm was sent to the trajectory again to place the screw. The manufacturer representative noted that registration was completed with green values and no shifts were seen. There was no patient harm and the procedure was delayed less than an hour.